Manufacturer narrative:
(B)(4). D10: 00575001506, femoral component precoat size e minus (e-) right, (B)(6). 90597003012, articular surface regular constraint, (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had and initial tka. Subsequently, the patient underwent a revision surgery due to unknown reasons. Attempts have been made and no additional information has been provided.